Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported retraction problem is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, it may be possible that the difficulty retrieving the filter resulting was due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter; however, this could not be confirmed.

Event description:
It was reported that the procedure was to treat the internal carotid artery with no calcification and mild tortuosity. An unspecified stent was implanted and post-dilated with a 5x20 mm viatrac plus balloon. The retrieval catheter of the emboshield nav6 embolic protection system (eps) had resistance when attempting to insert the filter into the catheter; however, the filter was removed with the retrieval catheter. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.